Manufacturer narrative:
The manufacturer did not receive devices or source documents for review. As no lot numbers were provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2016 the threads of two drill guides of a 2.7 mm set broke. The surgery was successfully completed with another 2.7 mm set.

Manufacturer narrative:
Investigation results were made available. Trend analysis: a trend considering the following event has been identified: broken off threads. 2 similar investigated events for the lot number 028a15 have been reported in this complaint (B)(4). An issue evaluation to determine the necessity of corrective/preventive actions has been performed following the trend identification (details are described below). DHR review: normed medizin-technik (B)(4) is a medical device company located in (B)(4). Normed maintains a quality management system for design, manufacture and final inspection of the respective devices /device categories in accordance with mdd annex ii and which fulfills the requirements of iso 13485:2012. During the final inspection of products at normed, the inspection of each batch was performed according to established inspection plans. Only if all inspection characteristics passed the final inspection, the release to market was granted and the products were transferred from the quarantine area to the warehouse. If a non-conformity was detected the affected parts were either reworked, scrapped or ¿ if possible ¿ a concession was granted. Therefore it can be concluded that the released components met all requirements to perform as intended. Review of event description: it was reported that the threads of two drilling guides fractured during surgery, while screwing them into the respective 2.7mm plate. Another set was used to complete the surgery. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: the two drill guides as well as the broken off parts were returned for investigation. It can be confirmed that the threads are broken off. The lot number was found to be 028a15. No other conspicuousness can be found. The dimensions of the drill guides were measured using a digital measuring slide (specifications according to normed drawing). In order to measure the inner diameter of the threads, the diameter of the opposite end was measured, as the inner bore hole is continuous. It was recognized, that the measured inner diameters of the drill guides are not within the specifications of 2.4mm +0.1/0. The largest measured value is 2.55mm for one guide, and 2.57mm for the other one. The outer diameters of the broken off threads are within the specifications. Five reference products from the affected lot (lot: 028a15) were returned from the inventory of the warehouse in their original packaging. All five items were measured in the incoming inspection on september 21st, 2017 with three test pins: - test pin 2.40mm for the lower tolerance - test pin 2.504mm for the upper tolerance - test pin 2.60mm for additional investigation the test pin of size 2.504mm exceeds the upper tolerance according to the technical drawing from normed and therefore, should not fit inside the bore hole of the drill guides. The test showed that the pin could be inserted into all five drill guides until it was almost flush with the end of the threads. The test pin 2.60mm didn't fit into the cannulation of the drill guides. Therefore, it can be confirmed that the inner diameter of the products of this lot exceed the upper tolerance range as defined in the normed drawing. Root cause analysis: root cause determination using rmw: - breakage of instrument due to inadequate design for intended performance. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. - damaged drill, wrong diameter due to wrong design of various drill set. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. - malfunction, insufficient device performance or durability due to user´s disregard of manufacturer´s recommendation use error (slips,lapses, mistakes, reasonably foreseeable misuse) abnormal use beyond risk control possible, as it cannot be excluded based on the available information. - dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user possible, as it cannot be excluded based on the available information. Conclusion summary: the broken drill guides were returned for investigation. One possible root cause is that the drill guides broke during surgery as compression was applied on the instruments. It is also possible that the drill guides were not completely inserted or misaligned in the screw hole and therefore they broke. Moreover, the inner diameters of the threads were measured to be slightly too large. As a consequence, the material of the threads might be slightly too thin, which could have facilitated a breakage under compression / load. However, it needs to be mentioned, that the drill guides have been in use in the hospital, therefore it could be that the measured dimensions are not in conformity with the manufactured ones. It is assumed that during usage the cannulation of the drill guide could be widened. Five reference products from the affected lot (lot: 028a15) were returned from the inventory of the warehouse in their original packaging and measured with test pins. The inner diameter slightly exceeded the upper tolerance limit. A potential manufacturing outside of the specifications / tolerance issue cannot be excluded, but neither can be an user error. The instrument is not intended to be used under compression forces. The breakage could have occurred due to the combination of tolerance issues of the cannulation and connecting the instrument with the plate under compression / load. However, an exact root cause could not be determined. In the issue evaluation, it was found that no additional products have been placed on the market yet under zimmer biomet, as the product transfer to zimmer biomet has not yet been completed. The issue was related to the manufacturing processes at normed. An heath hazard evaluation (hhe) has been performed to address products placed on the market by normed. The detected highest severity which is possible if the event would reoccur was found to be a surgery delay of less than 30 minutes. The risk is considered as acceptable and and the probability of harm is at a low and acceptable level. It was therefore determined that no further action is required. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).